Event description:
It was reported that the user experienced insulin leakage around the cartridge or luer connector and no insulin delivery due to connecting the prefilled cartridge to the luer connector outside of the ilet, which constitutes an infusion set connection issue and incorrect deployment of supplies; the user was guided through the proper supply change and insulin flow was restored. Symptoms included no adverse clinical effects and no blood glucose impact was reported. Outcomes included no need for medical intervention and no hospitalization. Investigation included user interview and troubleshooting with customer education. Investigation of this case revealed user handling error related to improper assembly outside of the device and a lot number was provided for the connector only. It was concluded that the event resulted from user error in supply change and that device function was restored after correct setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.